Event description:
It was reported that a patient underwent an embolectomy procedure on (B)(6) 2015 and suture was used. Immediately after the procedure, the patient started to bleed through the scar in the groin. During the re-operation on (B)(6) 2015, they saw that the suture broke in the suture line and the patient was bleeding from a vessel. Currently, the patient is doing fine with no further problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jbh117 mfg date: unk, exp date: unk. Batch jap248 mfg date: unk, exp date: unk.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jbh117, mfg date: 02/01/2015, exp date: unk. Batch jap248, mfg date: 01/12/2015, exp date: 07/31/2019, in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.